Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 32mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 20cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 3.00 x 32mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during crossing the lesion, the proximal part of the stent shaft towards the hub of the catheter was broken. The device was removed intact, and no fragments left inside the patient body. The procedure was completed with another 3.00 x 32mm synergy xd stent. There were no patient complications reported. It was further reported that the target lesion was calcified.

Event description:
It was reported that shaft break occurred. A 3.00 x 32mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during crossing the lesion, the proximal part of the stent shaft towards the hub of the catheter was broken. The device was removed intact, and no fragments left inside the patient body. The procedure was completed with another 3.00 x 32mm synergy xd stent. There were no patient complications reported.